Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed and that the suture thread was caught in the retention suture. A functional evaluation indicated that the remainder of the stent could not be deployed. The root cause of the failure was due to a mfg issue. The mfg procedure was updated after this batch was manufactured to address this issue (change request #723089). In addition, a CAPA has been initiated to evaluate and implement design changes to reduce deployment related complaints for this product. The investigation phase of this CAPA is expected to be completed by may 30, 2007. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was initially reported to boston scientific corporation on january 18, 2007, that during the placement of an ultraflex stent system (patient age and gender unk), the physician "was unable to release the suture" while attempting to "release the stent." The physician removed the device and completed the procedure successfully using another same device. The pt's condition was reported as "good."